Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 9 months post-operative, the patient has z-syndrome. Reportedly, the patient also has cme. The physician is currently evaluating treatment options. Additional information has been requested but has not been received.

Manufacturer narrative:
The lot number of the device was not provided, and the device was not returned to b+l for evaluation. Therefore, a device history record (DHR) review and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.